Event description:
A male consumer reported experiencing ocular discomfort, not able to focus, eyes watering profusely and light sensitivity after using complete multipurpose solution easy rub with his acuvue advance lenses. He went to his doctor, was told he had infection, and was prescribed vigamox, 1 gtt os qid for about 9 days. The infection has cleared up and he has resumed lens wear. Pt previously used the prod for about 2 or 3 months without trouble. He is a long time contact lens wearer. Add'l info and complaint unit have been requested.

Manufacturer narrative:
Other - used for photophobia. Batch record review and retain unit testing in process, results not yet available.